Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
A complainant reported that during impella cp support for 74-year-old male patient, there were several suction alarms. A need for fluid was determined. Fluid administration is running. Partial thromboplastin time (ptt) around 30 before started with heparin. Additionally, the patient became agitated and tore at the pump. Pump was removed due to bad position. Care was withdrawn and patient expired. Medical safety review of the event noted there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation for the low pump flow and positioning issues has been completed. The device was not returned for evaluation. However, clinical details were sufficient to determine the root cause. The cause of the positioning issue most likely was use related since the agitated patient pulled the pump out. The cause of the low pump flow issue cannot be determined since the device was not returned for analysis and data logs not available to review. Corrections to the initial MFR report: d4-UDI number. G1-MDR reporting contact email.